Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to d.4 lot number and expiration date and h.4 device manufacturer date. Additional information was received. Lot number, expiration date and manufacturer date were updated. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to e.1 telephone number.

Manufacturer narrative:
The lot number is unknown. The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. Femoral vessels were severely tortuous with little calcium and large diameter, but extremely inelastic due to history of colon cancer and rectal cancer including radiation therapy. During procedure, the 14f esheath was easily inserted however, it was not possible to advance the delivery system with the valve through esheath. The system was recovered but the esheath liner was perforated by the valve. A second 16f esheath+ was used and a percutaneous transluminal angioplasty (pta) was performed. The procedure was performed without complication. As per medical opinion, the root cause of this event was that femoral vessels were severely tortuous.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation and the following was observed. Liner punctured 14 cm in length, starting at 0.5 cm from strain relief. Tip unopened. Liner partially delaminated along punctured location. Imagery was provided from the site and revealed the following: liner punctured, approximately at middle section of the sheath. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the returned device and provided imagery. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel tortuosity if present can exasperate the interaction between the crimped valve and sheath. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel tortuosity. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Available information suggests patient factors (tortuosity) and/or procedural factor (excessive manipulation) likely contributed to the event, as provided information indicated presence of severely tortuous access vessels. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions. No corrective or preventative action is required at this time.